Event description:
Olympus was informed that the customer angled ocular semi-rigid ureteroscope was returned to the olympus service center for a reported ¿stopcock is broken¿. The customer reported problem was found at preparation for use. However, the service inspection identified the entire stop cock valve was broken off and missing. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken off component found during service inspection.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the stop cock is broken off completely (not returned). The inspection also noted the distal end tip is dented and scratched with distal end light fibers. The rigid outer tube is bent and there is debris under the eyepiece window. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.